Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia with a highest reported blood glucose of 375 mg/dl and received an alert indicating insulin delivery could not proceed, after which insulin was manually delivered and a subsequent infusion set change was performed due to suspected poor absorption at the initial site. Symptoms included hyperglycemia without reports of dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included prolonged elevated glucose above 180 mg/dl for several hours and a subsequent subcutaneous insulin injection, with glucose later reported at 229 mg/dl. Investigation included troubleshooting of the infusion system, confirmation of tubing fill and drops present, and education on site change and reconnection steps. Investigation of this case revealed no bent cannula and suggested variable absorption likely due to scar tissue or muscle at the prior site, with device and supplies functioning as intended after site change and reconnection. It was concluded, based on previously established findings for similar reports, that the cause was unclear, with user-site factors and infusion site absorption variability as the most likely contributors. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.